Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference. User reused test strip, user's test strip had pool fill.

Event description:
Consumer complaint of low blood results. Expected blood glucose results range from 100 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention will be sought due to high blood pressure. Back to back blood test performed during call ((B)(6) 2016; 4:28pm) with results of 40 mg/dl and 33 mg/dl. Storage of test strips is within specification not verified. Test strip lot manufacturer's expiration date is (B)(6) 2017 and open vial dat is not verified. Recall test results performed from meter memory: (B)(6); 3:23pm - 41 mg/dl ((B)(6)'s result), (B)(6); 3:21pm - 38 mg/dl (time/date set correctly), (B)(6); 5:03pm - 35 mg/dl, (B)(6); 11:14am - 112 mg/dl, (B)(6); 2:24 - 124 mg/dl, (B)(6); 12:55pm - 71 mg/dl, (B)(6); 12:32pm - 45 mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.